Manufacturer narrative:
We checked the returned unit and confirmed that the ccd module & the ccd driver pcb fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd module & the ccd driver pcb. In addition, we confirmed that the insertion flexible tube (ift) had fluid damage, the segment had fluid damage, the us connector cable had fluid damage, the electrical connector had fluid damage, the objective prism had fluid damage, the u/d knob was broken, the insertion flexible tube (ift) buckled, the light guide cable buckled, the lg prong corroded, and the remote control buttons defective; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Fiber image failure(fluid damage).